Event description:
It was reported that the device was at elective replacement indicator (eri) while still in the box. It was noted that the device had been sitting on the shelf for months. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).